Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter condoms no longer had a tight grip and slipped off. Per sample evaluation from investigator via email on 31jan2022, the adhesive was found to be strong.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter condoms no longer had a tight grip and slipped off. Per sample evaluation from investigator via email on 31jan2022, the adhesive was found to be strong.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Visual evaluation noted 27 unopened mecs were received. No obvious defects were noted. Further testing required. Adhesive peel test was performed per revision 3. Samples were tested according to ansi/asq z1.4-2003 (r2013), aql- 1.0, general inspection level ii. Samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be high out of specification (1.00 lbs ¿ 3.60 lbf). A strong adhesive result was found. No weak adhesive results were found. See evaluation attachment. The product failed to meet specifications. Although an exact root cause could not be determined, a potential root cause is mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the male external catheter condoms no longer had a tight grip and slipped off. Per sample evaluation from investigator via email on 31jan2022, the adhesive was found to be strong.